Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The biomedical engineer for the customer swapped in another power cord and the unit now runs on ac power.

Event description:
The customer reported that the ventilator has no ac (alternate current) power to the unit with ac connected. The unit alarming running on battery power. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.